Event description:
It was reported that, "pt had felt discomfort from primary surgery. Surgeon went in and removed trident 0 deg insert 40 and the v40 cocr lfit head 40mm/+4 and replaced it with a trident 0 deg 40mm and a v40 cocr lfit head 40mm/+8. No pre/post x-rays or reports, medical history, nor any other pt info is available."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. The hospital discarded the explanted device(s). The x-rays and medical records were requested, but not provided. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.